Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition could not be verified via the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused the medication. After the 24 hour infusion was complete, it was discovered that the device had not delivered the entire amount of medication. The infusor was filled with flucloxacillin 12000mg in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported that the peripherally inserted central catheter (PICC) was partially blocked, which could be the possible cause of this under-infusion. No further details regarding PICC line have been reported. Should additional relevant information become available, a supplemental report will be submitted.